Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs display that the user switched between selecting exams and verifying instruments which exited abruptly. It was noted that the logs provided no additional insight into the reported issue.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be functioning as intended. The system passed a system checkout.

Event description:
Medtronic received information that, during a spine surgery, the navigation system was powering off unexpectedly. Issue occurred multiple times. Site brought in another system to continue the surgery. There was no reported impact on patient outcome.